Event description:
A hospital in (B)(6) reported that holes were found in the drylines of three rt105 adult breathing circuits. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: drylines for the three complaint rt105 breathing circuits were returned to fisher & paykel healthcare in (B)(4) and visually inspected. Results: visual inspection revealed that there was a hole near the connector on two of the dryline tubes. No fault was found with the third dryline. A lot check revealed two other complaints of this type for lot 111114. Conclusion: we are unable to determine the cause of the hole on the dryline tubes. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed post production during transport, storage or use. The user instructions for rt105 adult breathing circuit state the following: check all connections are tight before use. Set appropriate ventilator alarms. (B)(4).